Event description:
It was reported that the patient is experiencing swelling and puffiness below the knee and that the implant feels loose and wobbly.

Manufacturer narrative:
Evaluation summary: surgical notes and x-rays were requested, but not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Compatibility of implanted components could not be confirmed due to lack of product information. A definitive root cause cannot be determined with the information provided. Evaluation codes: the part and lot numbers are unknown; therefore, the device history records could not be reviewed. Attempts have been made to obtain additional information; however, none has been received to date.